Manufacturer narrative:
The ge service rep conducted an onsite investigation. The connector and the fuses on the power supply were reseated. The output cable was rerouted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communications failure error message. No pt injury was reported.